Manufacturer narrative:
A complete manufacturing review could not be conducted as the investigation is lot number unknown. The sample was returned for evaluation in two segments. The polyimide was exposed at the proximal end of the catheter and polyimide break was jagged and stretched in appearance, likely indicating excessive force was used. The balloon material had become prolapsed over the distal tip of the device, which typically indicates retraction issues. Functional testing could not be performed to check for a pinhole rupture due to the condition that the sample was returned. The investigation is confirmed for sheath retraction issues due to the condition in which the sample was received condition. It is likely that the balloon rupture contributed to the retraction issues and the balloon detachment. Per the complaint comments, a hand syringe was used during the event. The IFU states that a luer lock syringe/inflation device with a manometer (10 ml or larger) is required for use. It is possible that the use of the syringe contributed to the event. However, the definitive root cause is unknown the definitive root cause could not be determined based upon the available information.

Event description:
It was reported that a pta balloon ruptured during the second inflation in an upper arm fistula. During retraction through the sheath, the distal portion of the catheter detached. A snare device was used to successfully remove the detached catheter. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The health professional at the user facility did not have any additional details to provide at this time.